Event description:
Information received from the field notes loss of atrial sensing. Atrial lead impedance and p-wave measurements could not be obtained. The patient had recently undergone bypass surgery and had a balloon pump explanted. The electrophysiologist believed that there may have been some trauma from the surgeries, resulting in the sensing anomaly. The pulse generator was programmed to 50 ppm in vvi mode and the lead will be closely monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received